Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 8:00 pm she felt "dizzy" and nauseated but could not check her blood glucose because her adc blood glucose meter was "not working". Customer noted she had seen a battery icon on the display of her meter, but had not installed a new battery. It was further reported she self-presented to a local healthcare facility. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin, in addition to being given an unspecified "liquid to drink for (her) stomach ache". There was no report of death or permanent injury associated with this event.